Manufacturer narrative:
The customer reported that this central nurse's station (cns) keeps crashing and rebooting. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/05/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/08/2025 I called meghan to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for meghan to call me back with this information. Attempt # 3: 12/10/2025 I called meghan to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for meghan to call me back with this information.

Event description:
The customer reported that this central nurse's station (cns) keeps crashing and rebooting. There was no patient injury reported.